Event description:
It was reported that two high pacing impedance measurements were noted on this ra lead. The first spike occurred near the beginning of (B)(6) 2018, but did not reach greater than 2000 ohms. The second spike near the end of (B)(6) 2018 was greater than 2000 ohms. It was noted that the patient did not pace much in the ra and was not pacemaker dependent. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).